Event description:
While servicing the device, an authorized bench technician found the stand offs on the bezel were broken. There was no reported patient or user involvement and no adverse patient/user impact.